Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately eight months post hvad implant, the patient was admitted with a four day history of coffee ground emesis, worsening respiratory status, leukocytosis and worsening mental status. Comprehensive testing revealed a (B)(6) bacteremia likely related to a central catheter (port a cath) which had been placed for treatment of colon cancer. The catheter was removed and he was started on empiric intravenous antibiotic therapy. Gastroenterology (gi team) was consulted for the complaint of coffee ground emesis. The patient's hemoglobin was reported as "stable" and no active bleeding source was identified. The decision was made to monitor the patient's status and obtain serial hemoglobin and hematocrit (h&h) readings. While hospitalized, the patient's condition deteriorated and he was transferred to the cardiac intensive care for worsening heart failure. A transesophageal echocardiogram revealed severe aortic valve insufficiency. The decision was made to take the patient to the catheterization lab for percutaneous closure of the aortic valve. Due to elevated pulmonary artery pressures, the patient remained intubated post procedure. During the night, the patient was reported to have been found unresponsive. Cardiopulmonary resuscitation was initiated and the patient was intubated and transferred to intensive care on maximum inotropic support. The patient was taken for an emergency exploratory laparotomy for possible bowel ischemia and emergent continuous venovenous hemodialysis (cvvhd) was started. The patient's condition continued to deteriorate and the decision was made to withdraw support. The patient subsequently expired the following day. The cause of death was reported as "right ventricular failure, ischemic dilated cardiomyopathy, and cardiac assist device placement." No autopsy was performed and the pump was not explanted. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that post lvad implantation, the patient required inotropic support; further complications of renal failure, gastrointestinal bleeding, sepsis, and right heart failure occurred during the patient's hospitalization and subsequent death. The device was not returned for evaluation as the device was not explanted post-mortem; no autopsy was performed. Review of the manufacturing documentation confirmed that the device met all requirements for release. The review of the available clinical data and the device history records indicates there is no device manufacturing or performance issues related to these events. Based on available information, the most likely root cause of the reported event is attributed to the patient's complex medical history and comorbidity. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Renal dysfunction, gastrointestinal bleeding/av malformations, right heart failure and sepsis are known potential adverse events associated with lvads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed and events of these types are multifactorial and may be due to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure and/or required concomitant therapy. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.